Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it unexpectedly powering off was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable was not fully seated to the control board. Ventec then ensured that the ift cable was properly seated to the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that the device powered off unexpectedly. There were no reports of patient involvement associated with the reported event.